Event description:
Heatwrap used on shoulder. Worn as directed for 8 hours. Upon removal, skin is reddened, flaked/peeled off. Appears as deep wound, diagnosed as 2nd degree burn by physician. Burn appears under cell of pad. Pt has notified MFR. Shoulder very painful. Customer willing to submit product and/or more info if needed.

Event description:
This letter is a follow-up to my earlier report of safety concerns with the thermacare heat wrap (thermacare case (B)(4)). My shoulder heat wrap was worn for 8 hours as recommended by directions on the product box. I have used the product before with no problems but this time was radically different. When the wrap was removed, there was a deep burn the size of one of the heat cells leading me to believe there was a product defect as the rest of my skin was not damaged. This burn was very painful and required a doctor visit and home care several times a day, taking weeks to heal. (B)(4) in the hope that you will be able to find the problem and prevent someone else from having the painful experience with your product that I did.